Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the starclose device "failed stage #2" [deploying vessel locator wings and initiating sheath split] relative to an unspecified procedure. The method of achieving hemostasis was not reported. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported mechanical jam was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported mechanical jam appears to be related to a potential product quality issue. The subsequent treatment appears to be related to circumstances of the procedure. In this case it was noted that during functional testing that the plunger did not lock into place when actuated. Upon inspection of the release rod, it was noted to be deformed causing the mechanical jam. Manufacturing engineering reviewed the reported details and returned device analysis and deemed the mechanical jam with the release rod to be related to a potential product quality issue due to deformation of the component. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Corrections: h6 - medical device problem code: code 3190 was removed and code 2983 was added.